Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation nor was a lot number provided; therefore, a review of the device history record was not possible. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action. A recall of the microcuff pediatric endotracheal tubes sizes 3.0 mm to 4.5 mm was initiated on june 4, 2007 and the district office of FDA was informed of this action on june 6, 2007.

Event description:
A kimberly-clark sales representative provided the following report as feedback from the doctor involved in a product use evaluation. The doctor reported that during the four week period of product evaluation, five microcuffs pediatric tubes kinked during surgery and one tube kinked in the picu. This pt was subsequently reintubated. The kink occurred about 3/4 to 1 inch below the green adapter. The tubes involved in the incidents were: two 3.0 mm tubes, three 3.5 mm tubes and one 4.0 mm tube. There was no report of patient injury with any of the six patients involved. The exact date of this event is not known as the product use evaluation trials were approximately four weeks in duration; this event was reported to a sales representative on april 2, 2007. There are no details provided about the patient other than it involved a child based on the size of the product. This report documents the sixth of the six patients involved. Kimberly-clark has no independent knowledge of the event reported above but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly clark complaint database and identified.